Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm some customer comments regarding errors generated however it did confirm that it booted to one error and the software was reloaded and updated. It was further noted that the hard drive health was at 70% and the stylus was missing. The hard drive was replaced and reimaged as a preventive measure and the stylus was installed and calibrated. (B)(4).

Event description:
It was reported that error messages appeared on the programmer while trying to perform a software update. It was also reported that the programmer later displayed an error at boot-up. The programmer has been returned for repair. No patient complications have been reported as a result of this event.